Event description:
It was reported the atrial lead had varying impedance. The lead was capped and replaced due to a suspected lead fracture. It was also reported the right ventricular (rv) lead showed rising impedance since the intervention to replace the atrial lead. It is questioned whether the rv lead had a fracture or if the high impedances were because of the intervention surgery. The rv lead is being monitored and remains in use at this time. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.